Manufacturer narrative:
The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, power loss alarm, low battery alarm and power system error alarm was confirmed in the long trace. The power loss alarm occurred after the power system error alarm was cleared. Detail trace analysis has confirmed the pump alarmed low battery and then alarmed power system error alarm was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at the j6 printed circuit board. After disconnecting and reconnecting the internal battery connector at the j6 printed circuit board the insulin pump was monitored and functioned properly. The insulin pump was scratched case, missing serial number label, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump received multiple power loss alarms when the battery was out from the insulin pump for less than 10 minutes. The customer was advised to insert a new battery if the battery was in the insulin pump for more than 1 hour. Explained to the customer that the internal back-up battery could not be charged. The insulin pump will be replaced and will not be returned for analysis.